Event description:
It was reported that the ilet displayed repeated ¿restart ilet 60¿ alerts related to bluetooth communications, and despite multiple restarts the alerts recurred; the device was replaced, and the user employs dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with failure to read an input signal, associated with the circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial